Manufacturer narrative:
Investigation results: the catheter shaft was inspected for cosmetic defects and it was noted that the guide wire ramp was missing/detached from the catheter. A guide wire was successfully back loaded at the distal tip and did not exit at the ramp due to the ramp being damaged/missing/detached. The c-channel was inspected and no defects were found. The investigation results are consistent with the event description. The reported event of the damage near the exit port was confirmed as the exit port was detached and not returned with the device. Based on the investigation results and available information, the most probable root cause of handling damage will be assigned to this complaint as it is most likely that the complaint was caused by handling of the device during preparation for the procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that an extractor pro rx retrieval balloon was used during a stone retrieval procedure of the common bile duct performed on (B)(6), 2011. According to the complainant, during preparation outside the patient, the guidewire was inserted into the catheter of the device, however the guidewire would not exit at the exit port. It was reported that the exit port was damaged and a crack or break was noted in the catheter near the exit port. It was confirmed there were no alleged malfunctions of the guidewire used in the procedure. The procedure was completed with another extractor pro rx retrieval balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4):although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that an extractor pro rx retrieval balloon was used during a stone retrieval procedure of the common bile duct performed on (B)(6), 2011.according to the complainant, during preparation outside the patient, the guidewire was inserted into the catheter of the device, however the guidewire would not exit at the exit port. It was reported that the exit port was damaged and a crack or break was noted in the catheter near the exit port. It was confirmed there were no alleged malfunctions of the guidewire used in the procedure. The procedure was completed with another extractor pro rx retrieval balloon.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.